Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the corroded coupler could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device evaluation found the image produced by the device was foggy, the universal cable was cut, the focus button was dirty, and the remote switch was missing from the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the hd autoclavable camera head camera lens and the remote switch were broken. The issue was found during preparation for use with an unknown procedure. Inspection and testing of the returned device found the charged coupler was corroded. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections:

Event description:
The customer reported to olympus the hd autoclavable camera head camera lens and the remote switch was broken. The issue was found during a routine inspection, unrelated to any procedure. Inspection and testing of the returned device found the charged coupler was corroded. There were no reports of patient harm.